Manufacturer narrative:
Investigation summary: a source of contamination other than the samples themselves is suspected since the repeat run looked to have only two clearly reproducible positive samples. No product performance problem is suspected as both runs had positive and negative controls perform as expected. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting a weak false positive sars result. No confirmation testing was performed. Multiple samples were showing weak false positive results on this run. The same extracted patients were rerun on a different instrument producing negative results. Common instrument reagent contamination or instrument issues are suspect since the same patient samples ran negative on another instrument within the facility.